Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the doctor was unable to flush or withdraw blood from the white lumen once it was inserted into the patient. Another PICC was inserted without issue.

Manufacturer narrative:
(B)(4). The customer returned a 2-lumen PICC labeled "arrow 5fr" on the juncture hub. The extension line clamp on the distal lumen was closed. The catheter body had been cut through at 21.7cm from the distal tip and was in two pieces. Piece a was the distal end of the catheter containing the distal tip and proximal skive and piece b was the proximal end of the catheter containing the juncture hub and extension lines. Viewing into the proximal end of the catheter body of piece a revealed dried blood in both lumens. While viewing into the distal end of the catheter body of piece b, blood or other material were not visible. A 10ml syringe for lab inventory was used to inject air and then water through each lumen of piece b without resistance. A 0.014" od lab wire was inserted through each lumen of piece b without resistance. Flow could not be tested through piece a. The 0.014" lab wire was inserted into the distal end of piece a and it advanced 21.3cm into the distal lumen and stopped. The location where it stopped was close to the proximal end of piece a. The 0.014" lab wire was inserted into the proximal skive opening near the distal end of piece a and it advanced 21.6cm (measured from the distal tip) into the proximal lumen and stopped at a location very close to the proximal end of piece a. Other remarks: the blood that was visible in the proximal end of the lumens in piece a was occluding the catheter. A 0.018" diameter lab wire was used to push the dried blood from the end of the distal lumen on piece a of the catheter. A 0.021" diameter lab wire was used to push dried blood from the end of the proximal lumen on piece a of the catheter. Subsequent examination of the end of the catheter body showed that only a small portion of blood had been pushed out of the catheter and the lumens were still partially occluded by blood at that location. A review of the device history records (DHR) for the catheter did not reveal any manufacturing related issues. The report that the white lumen would not flush or withdraw blood after insertion was confirmed through examination of the returned sample. As received the catheter body was cut into two pieces 21.7cm from the distal tip and both lumens were occluded with dried blood where the catheter was severed. The IFU instructs the user to flush the catheter lumens prior to insertion. A DHR review was performed and it did not reveal any manufacturing related issues. Based on the condition of the catheter and the information provided, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the doctor was unable to flush or withdraw blood from the white lumen once it was inserted into the patient.another PICC was inserted without issue.